Event description:
It was reported that the patient woke up with an elevated blood glucose level of around 380 mg/dl. He found his infusion tubing was broken. He changed his infusion set and bloused 8-10 units of insulin via injection. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).